Event description:
The customer reported that the lock jams and does not lock when the key is inserted and turned. This was discovered when they tested it after cleaning per the recommended cleaning instructions prior to applying it to a patient. They reported that the product has been used a couple of times. They reported that there was no evidence of rust or other damage detected.

Manufacturer narrative:
(B) (4). The product has been requested to be returned but has not been received. (B) (4).